Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 25-aug-2023. H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter freundii when using phoenix panel nmic/ID-307 (449289) batch number 3038343. The customer returned isolates (via pr (B)(4) phoenix lab reports and binary files but did not return panels for the investigation. To investigate, 12 retention panels from the complaint batch and 12 retention panels from the same material but different batch number were tested with the customer returned isolates on a phoenix m50 machine and evaluated for identification results. For a total of twenty-four (24) panels tested as part of the investigation. All twenty-four (24) panels identified correctly; therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed three additional complaints on complaint batch 3038343, related to this defect and none of which have been confirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that panel phoenix nmic/ID-307 e.coli was misidentified as citrobacter freundii. No patient treatment was changed. The following information was provided by the initial reporter: e.coli mis-ID'd as citrobacter freundii results were not reported, no patient treatment change, no adverse events - maldi was performed on questionable ids.

Event description:
It was reported that panel phoenix nmic/ID-307 e.coli was misidentified as citrobacter freundii. No patient treatment was changed. The following information was provided by the initial reporter: (B)(6). Results were not reported, no patient treatment change, no adverse events - maldi was performed on questionable ids

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.